Event description:
It was reported that during device unpackaging and prior to use, the balance middleweight universal (bmwu) guide wire tip was damaged and stretched. The device was not used and it did not enter into the patient anatomy. There was no patient involvement. A second bmwu was used in the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stretched coils and separation were able to be confirmed. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for evaluation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.